Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was requested. The rhythm appeared to be irregular and fast, likely atrial fibrillation (af) and the rate fell into the vt-1 zone and therapy was delivered. Inappropriate anti-tachycardia pacing (atp) and defibrillation therapy was delivered and following delivery of the shocks, the rate appeared to be in the vt zone and therapy was exhausted. No patient symptoms were reported as a result of the event and the presenting data via remote monitoring appeared to be sinus rhythm. The physician was consulted, and the vt-1 zone was increased. The patient's medications will be assessed at an upcoming follow up appointment. The system remains in service and no additional adverse patient effects were reported. It was reported that the rhythm appeared to self-terminate and the presenting rhythm was no longer vt. No additional adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the event outcome, but further information was unable to be obtained at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was requested. The rhythm appeared to be irregular and fast, likely atrial fibrillation (af) and the rate fell into the vt-1 zone and therapy was delivered. Inappropriate anti-tachycardia pacing (atp) and defibrillation therapy was delivered and following delivery of the shocks, the rate appeared to be in the vt zone and therapy was exhausted. No patient symptoms were reported as a result of the event and the presenting data via remote monitoring appeared to be sinus rhythm. The physician was consulted, and the vt-1 zone was increased. The patient's medications will be assessed at an upcoming follow up appointment. The system remains in service and no additional adverse patient effects were reported.